Event description:
It was reported that the screen went blank. A rotablator console kit was selected for use. During ablation, it was noted that the led screen went blank, but the turbine was still rotating. The problem reoccurred even after the pedal was released and fiber cables were taken out and placed back in. Subsequently, the system was shut down, re-turned on, and reconnected and it worked. There were no patient complications reported.